Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or associated deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 6 states "wear and/or deformation of articulating surfaces." Number 9 states, "postoperative bone fracture and pain."

Event description:
It was reported that the patient underwent a right total hip arthroplasty on (B)(6) 2001. Subsequently, the patient was revised on may 22, 2014 due to discomfort. During the revision the surgeon noted liner wear and removed and replaced the polyethylene liner.